Event description:
It was reported the device spontaneously unpaired from the remote monitoring application. Repairing was attempted but was unsuccessful. The patient is anticipated to be seen in clinic to test bluetooth low energy (ble) telemetry of the device, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic where ble telemetry was functioning normally. The device was able to be successfully paired with a replacement remote monitoring smartphone. No device malfunction was suspected.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.